Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a peripheral arterial occlusive disease (paod). The unspecified lesion was 95% stenosed. A 2.0 mm x 80 mm x 150 cm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced to the lesion but the balloon did not inflate at all. A leak was observed coming from the balloon on angiography. A replacement balloon catheter was used to dilate the lesion. There were no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.